Event description:
Reportable based on device analysis completed on 07feb2025. It was reported that difficult to advance occurred. A 24 x 3.50 mm promus elite stent balloon expandable was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that it was unable to get stent through the guidezilla guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the stent was detached/separated.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of the promus elite 24 x 3.50mm stent delivery system (sds), batch #33833648 device. Visual and tactile inspection noted that no stent returned. As no stent was present on return a report was pulled at the time of manufacturing which notes that the crimped stent od (outer diameter) was measured, 0.0452 and this is within max crimped stent profile measurement. Microscopic analysis found that the balloon appeared to have been subjected to positive pressure and was bunched near the distal tip. The proximal markerband was pulled proximally into the proximal balloon sleeve. An attempt was made to load and track the device over a 0.014 guidewire however it would not load fully due to the damage inner the inner lumen within the balloon material. The inner lumen was bunched and stretched at 6.7cm from the distal tip and the shaft polymer extrusion was stretched (6mm in length) just distal to the port exchange.